Event description:
It was reported to the manufacturer that the user faced issues with their programming system. Details regarding the difficulties during use were not given at initial report. It is unk if troubleshooting was performed to resolve the reported event. Good faith attempts to obtain additional info regarding the reported event have been unsuccessful to date.